Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: impella cp was inserted via the right femoral artery in a 60-year-old male for acute myocardial infarction/cardiogenic shock (ami/cgs), presenting in society for cardiovascular angiography and interventions (scai) shock stage e. During support, a proactive communication from the clinical team indicated that the patient developed hematuria. At the time of the event, the patient was receiving vasopressor support with levophed and vasopressin. The impella cp device was operating at performance level 9 with a reported mean arterial pressure (map) above 100 mmhg. Troubleshooting using echocardiography, which was in progress at the time of reporting. Recommendations were made to the care team to consider gradual weaning of vasopressor support and adjustment of impella support levels in alignment with abiomed hemodynamic management guidelines, particularly targeting appropriate map ranges to reduce risk of hemolysis. The reporting clinician noted intent to discuss these recommendations with the treating team. Based on the available information, the reported hematuria is consistent with potential hemolysis in the setting of elevated pump support and increased map. The patient remains on impella support.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in h3 (device evaluated by manufacturer?), h5 (labeled for single use?). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Additionally, information received provided the patient's outcome after support. The pump was successfully weaned, explanted and the patient was reported to have survived at the time of explant. D6 explant date was recorded (with d6a implant date repopulated). It was further reported the hematuria was resolved with a fluid bolus and when the pump was explanted, it was discarded by the staff.

Manufacturer narrative:
Follow up response was received regarding the explant date. It was confirmed that the explant date was (B)(6) 2026, which has been [re]captured to d6b (with d6a implant date repopulated). It was further noted the patient was transferred to another facility for higher level of care; the pump was explanted on said date as initially reported.